Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed the device was at eri (elective replacement indicators) and programmed to vvi 65 bpm unipolar mode. Further testing revealed anomalous output conditions. It was determined that the no output condition was the result of lifted hybrid bond wires.